Event description:
Heartmate 3 patient called left ventricular assist device (lvad) emergency pager to report controller backup battery alarm with yellow wrench alert. Given the non-urgent status of the alarm, the patient was asked to present to the lvad-implanting hospital to address changing the backup battery. Pt declined and requested to resolve the alarm without presenting to hospital. Pt was instructed that only a controller change could resolve the issue without coming to hospital, and was advised that the procedure is associated with risk. Pt continued to desire controller change; she was surrounded by non-lvad trained coworkers for the procedure. The process for controller change was verbally reviewed with the pt prior to initiation of the procedure, and was to be performed with the lvad specialist on phone. It is reported that pt passed out as soon as the driveline was removed from the controller. The pts coworkers were instructed to alert 911. Lvad provider remained on the phone until emergency medical services (ems) arrived ~7 minutes after activation; ems successfully reconnected the driveline to the controller and restarted the lvad. Despite advanced cardiac life support (acls) protocols for cardiac and respiratory arrest, including hypothermic protocol, the pt was determined to have absent brainstem reflexes with a cat scan of the brain demonstrating diffuse cerebral edema and severe anoxic brain injury. Neuroprognostication for clinical brain death is ongoing at the time of this report.